Manufacturer narrative:
Philips has started an investigation, a follow up will be send once completed.

Event description:
Philips received a report that during a regular service activity in the MRI, the fse was working with the patient table of MRI and suddenly a magnet part got disengaged from the table assembly and got attracted towards the MRI high field magnet. The fse got hit in the head and suffered a cut that required medical intervention using stitches.

Manufacturer narrative:
The reported incident was investigated. The initial service activity was carried out by a philips service engineer (fse) as the system was showing error of scan abort. After looking at the system, it was observed by the fse that the belt on the horizontal clutch assembly was too loose. Then the belt was fixed/adjusted to its position by following the procedure in the manual. After the adjustments, system was ready & allowed for scan without any errors. Several patient cases were also carried out. The same issue happened at night and it was not possible to perform the scan as it was showing table position unknown. Also, the system started showing errors regarding the clutch in the error log. Then to adjust the clutch the fse removed 2 screws and loosened the third screw. The repair manual (dmr309763 583b, repair patient support mt & mt2) indicates that the system should be ramped down before removing these parts (there¿s also a label on the part to indicate the same) and the fse was trained for this repair manual. Instructions related to horizontal clutch assembly ere not followed according to the repair manual, which led to disengagement of the clutch assembly part as the screws over the frame were loosened without ramping down the magnet, and it got attracted towards the MRI high magnet. Hence leading to the injury. Conclusion: the repair manual was not followed by the fse during field service activity which led to disengagement of the frame from horizontal clutch assembly of patient table and got attracted towards the MRI and injured the fse.

Manufacturer narrative:
The reported incident was investigated. The initial service activity was carried out by a philips service engineer (fse) as the system was showing error of scan abort. After looking at the system, it was observed by the fse that the belt on the horizontal clutch assembly was too loose. Then the belt was fixed/adjusted to its position by following the procedure in the manual. After the adjustments, system was ready & allowed for scan without any errors. Several patient cases were also carried out. The same issue happened at night and it was not possible to perform the scan as it was showing table position unknown. Also, the system started showing errors regarding the clutch in the error log. Then to adjust the clutch the fse removed 2 screws and loosened the third screw. The repair manual (dmr309763 583b, repair patient support mt & mt2) indicates that the system should be ramped down before removing these parts (there¿s also a label on the part to indicate the same) and the fse was trained for this repair manual. Instructions related to horizontal clutch assembly ere not followed according to the repair manual, which led to disengagement of the clutch assembly part as the screws over the frame were loosened without ramping down the magnet, and it got attracted towards the MRI high magnet. Hence leading to the injury. Conclusion: the repair manual was not followed by the fse during field service activity which led to disengagement of the frame from horizontal clutch assembly of patient table and got attracted towards the MRI and injured the fse. 05-sep-2024 correction was made to the date received by mfg.